Manufacturer narrative:
The reported events of ¿lead damage/defect¿, loss of capture and loss of sensing were confirmed. As received, a complete lead was returned in one piece. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, loss of capture and loss of sensing were noted on the right ventricular (rv) lead. The lead was removed and lead damage/defect was noted. A different rv lead was used to complete the procedure. The patient condition was stable.